Event description:
User facility reported that during a intubation procedure part of the stylet became detached and dropped in the mainstem bronchus. The piece was visualized with a endobronchial scope and retrieved with a biopsy forceps. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a f/u report detailing the results of the evaluation.